Manufacturer narrative:
The lot number was provided for both malfunctions; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu8lpt drainage catheter allegedly experienced fluid leak. This information was received from various sources. Both malfunctions involved two patients with no patient consequences. The age of one of the patients was (B)(6) years old, there was no further information provided on the patients gender or weight. The other patient age, weight, and gender were not provided.